Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported experiencing low blood glucose of 47 mg/dl, treated with food, in the morning. Customer also stated the device kept beeping and was not sure what the beep was. Customer current blood glucose was up to 275 mg/dl. Troubleshooting was performed. The device beeps three times every hour. Possible causes were explained to the customer. Customer stated he does not press the button and there isn't anything else near by that beeps. Customer was advised to monitor the device. No further information reported.